Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that customer experienced ongoing high and low blood glucose levels, lowest reported bg level of 35 mg/dl and elevated bg level reported as "high" on the continuous glucose monitor. Reportedly the customer has very high carbohydrate coverage needs and , reportedly low bgs are due to customer delivery boluses or manual injections and over correcting for their highs. Tandem technical support educated customer that the pump can only cover 100u of total daily insulin. Customer acknowledged and understands that pump is operating correctly. Recommendation was made to consult their health care provider.